Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: eighteen (18) events were reported for this quarter. Product return status: fifteen (15) devices were received for evaluation. Three (3) devices were available for evaluation but have not yet been received. Evaluation status: fifteen (15) events were confirmed during testing. Eleven (11) devices were found to be affected by corrosion. Three (3) devices were found to be affected by a lubrication problem. One device was found to be affected by a mechanical problem. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 18 malfunction events in which the device reportedly overheated. Sixteen (16) events had no patient involvement; no patient impact. Two (2) events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 18 total events were initially reported. 18 previously reported events are included in this follow-up record.   Product return status 16 devices were received. 2 devices were not available for evaluation.   Evaluation status 12 reported events were confirmed during testing. - 9 devices were found to be affected by internal corrosion. - 2 devices were found to be affected by a lubrication problem. - 1 devices were found to be affected by damaged bearings. 4 reported events were not confirmed during testing; however: - 3 devices were found to be affected by internal corrosion. - 1 device was found to be affected by a lubrication problem.   Additional information 18 devices were not labeled for single-use. 18 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record. Evaluation status 1 reported event was confirmed during testing. - 1 device was found to be affected by corrosion. 2 device evaluations are in progress.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.